Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to insert a new battery and display return. The customer was advise monitor pump and we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm off no power customer's blood glucose at time of incident was unknown mg/dl. The customer stated that it alarm motor error. The customer was advised to insert new battery. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer didn't reported an motor position encoder error alarm. The customer was advised that displacement test and manual prime were successful and motor alarm did not recur. The customer was advised to monitor pump.